Manufacturer narrative:
D10/h3/h6: a software investigation was iniatied. Software logs were reviewed but didn't get any evidence regarding the cause of the reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received. It was reported that the cause of the issue is undetermined.

Manufacturer narrative:
H2: additional information has been received. See b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system worked fine after being turned off and back on.

Manufacturer narrative:
Other relevant device(s) are: product ID: sw kit 9735740 stealth s8 spine, serial/lot : n/a. A medtronic representative went to the site to perform a system check out and they found that the system passed all tests. No parts were replaced and the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a c3-c7 posterior cervical fusion. It was reported that the site was having issues with the navigation system and the drill system. The site was unable to track or see the drill on the navigation system. They tried to verify the drill system with an attachment and the drill system gave a warning to lock. The site was able to verify the instrument, but it was unable to track the spheres on the drill system nor see a model. The site tried different spheres, but they still could not see the instrument. When going back to the instruments screen, the drill toolcard was still visible with a green line underneath indicating it had been verified. The site then brought in other spine instruments and they could see the instruments with no issue. The site grabbed another drill system and re-added the instrument and it went blank right after verifying. There was no patient harm and the procedure had no delay.